Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("sever cramping"), infection ("infections"), migraine ("migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), dyspareunia ("painful sex") and bacterial infection ("bacterial infection"). The patient was treated with surgery (hysteroscopic left essure coil removal; laparoscopic bilateral salpingectomy and right essure coil r) and surgery (undei-went a hysteroscopic left essure0 coil renioval). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, urinary tract infection, female sexual dysfunction, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and bacterial infection outcome was unknown, the pelvic pain, abdominal pain lower and infection had not resolved, the abdominal pain and vaginal infection had resolved and the migraine and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial infection, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient had laparoscopic bilateral salpingectomy and right essure coil removal most recent follow-up information incorporated above includes: on 3-jul-2018: reporters added and updated patient demographics. Laboratory data was added. Updated suspect drug indication. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2010). Added events infection (bladder/ urinary tract/vaginal) type: urinary/vaginal, apareunia (inability to have sexual intercourse), headaches, nausea, migration of essure device location of device, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, hair loss, bacterial infection and painful sex. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device / right and left coils migrated") and pelvic pain ("chronic pelvic pain") in a 24-year-old female patient who had essure (batch no. 12441794) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida and parity 4 (((B)(6) 2004, (B)(6) 2005, (B)(6) 2005, (B)(6) 2012, (B)(6) 2010). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 26 days after insertion of essure. On (B)(6) 2011, the patient experienced fatigue ("fatigue") and dyspareunia ("painful sex"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("sever cramping"), infection ("infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and bacterial infection ("bacterial infection"). The patient was treated with surgery (hysteroscopic left essure coil removal; laparoscopic bilateral salpingectomy and right essure coil and underwent a hysteroscopic left essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, urinary tract infection, female sexual dysfunction, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and bacterial infection outcome was unknown, the pelvic pain, abdominal pain lower and infection had not resolved, the abdominal pain and vaginal infection had resolved and the migraine and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial infection, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient had laparoscopic bilateral salpingectomy and right essure coil removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received : event plaintiff did not undergo essure confirmation test added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device / right and left coils migrated") and pelvic pain ("chronic pelvic pain") in a 24-year-old female patient who had essure (batch no. 12441794) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On(B)(6) 2010, 26 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced fatigue ("fatigue") and dyspareunia ("painful sex"). On (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("sever cramping"), infection ("infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and bacterial infection ("bacterial infection"). The patient was treated with surgery (hysteroscopic left essure coil removal; laparoscopic bilateral salpingectomy and right essure coil) and surgery (underwent a hysteroscopic left essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, urinary tract infection, female sexual dysfunction, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and bacterial infection outcome was unknown, the pelvic pain, abdominal pain lower and infection had not resolved, the abdominal pain and vaginal infection had resolved and the migraine and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial infection, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient had laparoscopic bilateral salpingectomy and right essure coil removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-sep-2018: plaintiff fact sheet received. Lot number updated. Onset dates updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device / right and left coils migrated") and pelvic pain ("chronic pelvic pain") in a 24-year-old female patient who had essure (batch no. 12441794) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 26 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced fatigue ("fatigue") and dyspareunia ("painful sex"). On (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("sever cramping"), infection ("infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and bacterial infection ("bacterial infection"). The patient was treated with surgery (hysteroscopic left essure coil removal; laparoscopic bilateral salpingectomy and right essure coil) and surgery (underwent a hysteroscopic left essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, urinary tract infection, female sexual dysfunction, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and bacterial infection outcome was unknown, the pelvic pain, abdominal pain lower and infection had not resolved, the abdominal pain and vaginal infection had resolved and the migraine and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial infection, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient had laparoscopic bilateral salpingectomy and right essure coil removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("sever cramping"), infection ("infections") and migraine ("migraines"). The patient was treated with surgery (underwent a hysteroscopic left essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, infection and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, infection, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2016, patient had laparoscopic bilateral salpingectomy and right essure coil removal. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.